Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available at later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient reports pain after right hip replacement surgery.